Event description:
The hcp reported four days after a new catheter placement, the patient developed a fever. The patient was seen by an infectious disease doctor, with no significant increase in wbc at that time. Approximately one month later, the patient was sent to the ER due to seizure activity and possible pneumonia. Csf was sent to the lab and meningitis was ruled out. The next day, the hcp removed the patient's implanted drug delivery system due to suspected infection. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 164.98 mcg/day. The patient had a new system implanted in 2007. See MFR report # 6000030-2007-03384. Additional information has been requested from the hcp, but was not available on the date of this report.